Event description:
The venous reservoir was noted to be damaged during the extracorpeal procedure. The problem began with a fissure in the venous outlet. Immediately a tight (band) was added but the fissure advanced through out the reservoir and it was changed out. No pt injury occurred. No further details or pt info is available.